Event description:
The customer reported to baxter (B)(4) pharmacovigilance regarding an unknown primary line set. The customer reported that the line had a clean cut in it. The process step and any report of patient injury or medical intervention are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, therefore, no assignable root cause could be determined. The product involved with the cut tubing is unknown, therefore, this report does not contain a us 510k number.